Event description:
It has been reported that there was a problem with x-ray tube and doesn't enable x-rays. Fluoroscopy was disabled. System was turned off and on but it wasn't getting restarted. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Review of the system log files showed fdc board: no frontend detected error. Upon troubleshooting fse found the cause of the issue was the defective flat detector. Fse replaced the flat detector and executed the necessary calibrations. After replacing the flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.